Event description:
Affiliate reported that after a mrt-check the valve was no longer programmable. X-rays showed that the helix (stator) was loose in the valve. Therefore, the surgeon decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the evaluation it was noted that the investigation did confirm the problem. The stator was dislodged from the base plate. The serial number of the valve was found and the product code was found. As initially reported by the customer. The valve was examined visually. The stator was dislodged from the base plate. It moved into the pumping chamber. Therefore, the valve could no longer reprogram and control the flow as expected. The valve was examined under microscope at appropriate magnification and it was dismantled. No observations were made that would explain the dislodged condition of the cam. It might be that the patient may have fallen or suffered an impact. However, this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 1997. No corrective action is needed based on the results of the evaluation and based on the facet that the valve was manufactured 10 years ago. Furthermore, changes to the press fit for stator were introduced, which improved the fit and also provided a specification for the fit and routine verifications of the fit. In testing, the most current components yielded significantly increased "push-out" forces for the press fit items. This is a highly unusual event. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.